Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage had distal fishmouthing at 180 day follow up. Per corelab image read, "25%-50% pipeline distal fish-mouthing", "parent artery stenosis =50 to <(> <<)>75%", and "pipeline braid hump deformation" was reported at the 180-day follow-up dsa imaging performed on (B)(6) 2022. No associated adverse events/ symptoms or treatment/ re-treatment was reported by site. Baseline aneurysm characteristics: aneurysm#1, unruptured and untreated right internal carotid artery (ica) c6 sidewall and saccular aneurysm measuring 3.2mm x4.7mm with max diameter of 4.7mm and neck size of 3.2mm. Aneurysm #2, left anterior cerebral artery (aca) sidewall and saccular aneurysm measuring 2mm x 2mm with max. Diameter of 2mm and neck size of 2mm. Baseline aneurysm symptoms: dizziness, nausea/vomiting. No patient symptoms or complications were reported. Additional information received reported there were no symptoms or complications in association with the pipeline fish-mouthing. No actions were taken to resolve the issue. The cause of the fish-mouthing was not determined.